Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the digital visual interface (dvi) port was broken and that the dvi input could not be selected to display an image during inspection for use with an olympus monitor. There was no patient injury reported.